Manufacturer narrative:
Evaluation results: visual inspection of the product found no visible damage to the lens. There was evidence of surgical residue. Conclusions: the root cause for this event cannot be determined because the cartridge and injector were not returned.

Event description:
The surgeon attempted to implant a aq2003v silicone lens but it became stuck in the cartridge. This was prior to implantation and there was no pt contact or injury. The facility stated it was unknown as to why the lens became stuck. An st-45s cartridge was used but the lot number was not provided by the facility. The lot number and model of the injector were not provided by the facility.